Event description:
A report was received that the patient underwent a pocket revision due to an uncomfortable pocket site. The patient had lost weight (non-device related) and ipg migrated lower from the original location. In addition, the patient reported that she had a non-device related surgery and since then the ipg was not holding a charge. The physician decided to replace the ipg device. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to an uncomfortable pocket site. The patient had lost weight (non-device related) and ipg migrated lower from the original location. In addition, the patient reported that she had a non-device related surgery and since then the ipg was not holding a charge. The physician decided to replace the ipg device. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis did not confirm the complaint. The ipg passed visual, photographic, electrical and performance tests. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 6.7 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.